Event description:
The ge oec 9800 fluoroscopy system had an issue during the first boot sequence of the day, the first image when making an exposure would be black. The system required a re-boot to operate correctly. This was cold boot issue first power up of the day.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the error. The boards were re-seated and system checked for the malfunction. The interconnect cable was also checked for defect or damage. The system was released to the customer for use. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.